Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. The patient reported that the sensor began providing inaccurate glucose readings sometime after insertion in the arm, though specific details were not recalled. Approximately on 08/04/2025, the patient experienced symptoms including lightheadedness, weakness, vomiting, dizziness, dry mouth, and lethargy. Due to the severity of the condition, the patient was unable to recall events clearly and was not in a stable state at the time. The patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). Treatment included daily administration of insulin via IV drip and injection. The patient remained in the hospital for approximately five days. At the time of reporting, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).